Event description:
The customer reported a leak of less than 5ml of an unknown source from the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) inspected entire diluter and found leak at tubing connection to l fitting from ff15 going to vl61. The tubing was replaced resolving the leak. (B)(4).